Event description:
During prepping, the balloon would not hold pressure.

Manufacturer narrative:
The product has not been returned to co for evaluation and testing. This file is considered closed. Should the product be returned at a later date, a follow up will be submitted for co's review.